Event description:
It was reported that an ilet user experienced a prolonged hypoglycemic episode after a dinner meal announcement, with a documented low of 39 mg/dl lasting several hours despite repeated carbohydrate intake, followed by persistent hyperglycemia over 180 mg/dl and a later high of 363 mg/dl; the device displayed a low battery alert at one point, and reports showed multiple meal announcements likely entered to treat hyperglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user education to avoid using meal announcements to treat elevated glucose and to announce meals only when eating. Investigation included review of device-reported data and troubleshooting with education. Investigation of this case revealed that the device dosing and alerts were consistent with expected operation, no leakage was reported, and repeated meal announcements contributed to subsequent glycemic variability, leaving the root cause of the initial hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.